Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was 1 event with patient involvement; the patient experienced electric shock.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There were no events with patient involvement.

Manufacturer narrative:
Upon inspection of 2 of the devices, it was determined the devices experienced cosmetic damage or electrostatic discharge, which are not reportable. 1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.